Event description:
It was reported that the system controller and modular cable were exchange on 09may2024. The site stated that the old controller did not have the circle of life illuminating. Log file review was requested, and the log file captured low flow events on 08may2024 and 09may2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm (lfa). Technical services noted that the driveline was disconnected and reconnected on 09may2024 between 11:50:01 and 11:51:37. The log file ended with a driveline disconnect alarm on 09may2024 at 11:57:43. The patient was hypertensive and remained asymptomatic. In the clinic they had high pulsatility index (pi) but lfas. It was additionally communicated on 24may2024 that the controller exchange resolve the led issue. The modular cable was exchanged due to damage, which was the reason for the first driveline disconnect alarm. No products were to be returned and there was no patient impact. The cause of the lfas was stated to possible be hypertension. The lfas resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: UDI has been corrected. Manufacturer's investigation conclusion: the reported event of the system controller¿s pump running leds not illuminating was not confirmed. The submitted log file contained approximately 1 day of data (08may2024 ¿ 09may2024 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The system controller was not returned for analysis. Additional information provided communicated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17jul2019. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 18oct2021. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.